Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps was found to have chipped pieces of the plastic that surrounds the tip of the instrument when the jaws were opened. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. Failure analysis found the primary failure of thermal damage noted between the grips to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Common causes of the failure mode thermal damage between grips instrument bipolar yaw pulley are typically attributed to the user mishandling/misuse, for example by insulation degradation and carbonized tissue creating a conductive path. This complaint is considered a reportable event due to the following conclusion: failure analysis investigations confirmed that the fenestrated bipolar forceps instrument was found to have charring and localized melting at the grip base between the grips. Evidence of charring and localized melting on the instrument grip tips along with instrument arcing has potential for electrical discharge at a location other than intended. At this time, it is unknown what caused the charring and localize melting to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.